Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the distal cap was compressed back into the catheter. There was a burn hole in the catheter at the proximal end of the distal cap; the burn mark is consistent with contact with a laser. The working channel sleeve extended from the distal cap when received. Functionally, it did initialize and display a live image. The distal tip would articulate in only 3 directions; it would not articulate at all in the fourth direction. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel there was difficulty passing through the pinched end of the protruding working channel sleeve. The distal end of the exposed working channel sleeve was tugged;it broke at the location of the hole. It was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event that the catheter was punctured. However, it was found that the working channel sleeve extended from the distal cap when received. Based on all gathered information, the most probable root cause is user error. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, it was noticed that there was a hole was in the side of the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.